Manufacturer narrative:
The reported complaint of the (B)(4) console (sn (B)(4)) displayed tcmid :06 (ce post failure) error message was confirmed based on the event log review but was not confirmed during functional testing. No device malfunction was found that could have caused or contributed to the reported issue. During visual inspection, not related to the reported complaint, broken pump lid was observed. Probable root cause was due to mishandling. Replaced the pump lid to remedy the issue. Event log data review was performed and revealed multiple tcmid:06 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. The (B)(4) console passed the initial functional testing with no issues. The investigation found no device malfunction. Connection with the cooling engine and pic16 board was checked and no issue were observed. Following service, the (B)(4) console passed all testing criteria.

Event description:
During patient use, the thermogard console (sn tgxp11537) displayed tcmid: 06 (ce post failure) error message. Following this, the console was replaced and continued with ivtm therapy. No consequences or impact to patient.